Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the tip of the tip-up fenestrated grasper instrument was stuck on the cannula and the customer had to break instrument to release it from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer was unsure how the instrument broke. No fragments fell from the instrument. The instrument damage prevented it from fitting through the trocar for removal, so the customer removed the whole trocar from the patient without enlarging the port sites. There was no patient harm or injury and there has been no post-surgical complications.

Manufacturer narrative:
Based on the claim of a broken tip on the tip-up fenestrated grasper instrument, an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper was analyzed and found to have a broken main tube at the distal end. As a result, the proximal clevis has been dislodged from its normal position on the main tube, appearing to be broken grips tip. The damage from main tube and lodged proximal clevis likely caused the cannula to be stuck within the main tube of the instrument. There were no materials found missing. Visual inspection of the wrist found the grip tips to have no physical damage. The common cause of this failure mode is typically attributed to mishandling/misuse from accidental drops or instrument collisions. Excessive side loading could also cause main tube damage. Additionally, failure analysis found a broken grip cable at the proximal end, which is typically attributed to component failure in the strength of the material. The complaint regarding the broken tip-up fenestrated grasper was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument logs for the tip-up fenestrated grasper (part number 470347-10/lot number u10210528 0060) associated with this event has been performed. Per the review, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 1 use remaining after the last procedural use. Isi received images of the broken tip up fenestrated grasper instrument. The review of the provided image was conducted by the isi failure analysis engineer (fae) and found that the proximal clevis has been dislodged from its normal position on the main tube. This complaint is classified as a reportable event due to the following conclusion: the tip-up fenestrated grasper instrument could not be removed from the cannula due to a dislodged proximal clevis. The dislodged proximal clevis could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.